Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during initial placement of the left ventricular (lv) lead, the lead dislodged. It was noted that while slitting the catheter, the catheter was "removed from the coronary sinus prior to slitting," "weighing on the lead" and resulting in dislodgement. It was indicated that the same issue occurred twice. The lead was removed and a new lead was placed. No patient complications have been reported as a result of this event.